Event description:
It was reported that an external fluid leak was observed from the "cracking of the line" of an oxiris set during continuous renal replacement therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the dialysate pump segment was perforated, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.